Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had told them that they were being poked by their recharger belt and that it appeared cracked, so the representative had advised to get a replacement. The patient had not told the manufacturer representative that they had experienced any kind of shocking sensation. It was explained that near the day of the initial report the representative had helped to recharge the patient's battery and turned the stimulation on, at which point no "shocking" sensation had been described. It was also reported from the healthcare provider that they had no knowledge of any incident involving shocking and that the issue had been the recharger belt poking the patient. The patient had told the manufacturer representative that if they had any further issues they would contact them, and thus far they had not heard from the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was feeling a sharp tingling/stinging/pinching sensation from a broken part on the recharging belt which holds the antenna. The patient initially felt this sensation while meeting with a manufacture representative but stated that it got worse when they got home and tried calling the rep but was unsuccessful in reaching them. The patient wanted to know if there was something wrong with the antenna because they were feeling electrical shocks that really stung. The patient did not know if the 'little zingers' were coming from the broken belt or the ins. The patient also inquired as to whether to the antenna could still 'arc' if its held away from the skin and it was reviewed that this may decrease coupling. It was discussed that there was a possibility that the patient was getting static shocks and the patient noted that it stings more when he hits a light switch with low humidity. It was recommended that the patient follow-up with the hcp if the new belt did not resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.